Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm on both pumps - high pressure and no disposable - randomly, for the past couple of days. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.